Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the patient¿s vancomycin was discontinued. The pdrn stated the patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and was unaware of any missed treatments. The patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid and abdominal pain, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination involving poor hand hygiene. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, pseudomonas bacteria are commonly found in soil, moist areas (e.g., showers, bathrooms, sinks), and are part of the normal human biota. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service (cs) that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the patient¿s vancomycin was discontinued. The pdrn stated the patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and was unaware of any missed treatments. The patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issues.